Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. The dc/dc module was sent at the manufacturer site for further investigation. The issue could be reproduced and the root cause was determined to be a defective dc converter which could not provide 5v voltage.

Event description:
Livanova (B)(4) received a report that the system panel of a s5 system was alarming. One of the display modules was dark and two more were showing release version. The three remaining displays were working normally. Moreover a message "the changes made will take effect upon restart appeared on the system display" appeared. The issue was identified during priming. There was no patient involvement.